Manufacturer narrative:
User facility report (B)(4) - at this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator spontaneously stopped working. The unit generated a continuous alarm and the screen read "safety valve open". The patient was manually bagged via ambu bag but briefly de-saturated to 82 percent. The respiratory therapist (rt) got a positive end expiratory pressure (peep) valve for the ambu bag and the patient recovered his oxygen saturation to 100 percent. A new ventilator was brought and set up for the patient.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the oxygen proportional solenoid (psol) valve. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: although the field service engineer replaced the proportional solenoid (psol) once the replaced psol was returned and investigated, there was no fault found. The part was visually inspected and functionally tested, on a test ventilator, with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified.